Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms instrument involving a throat sample. The vitek® ms gave an identification of streptococcus agalactiae and the expected identification was streptococcus pyogenes. The customer was asked to re-analyze the samples with new matrix and a new slide to see if the results remained the same. Results, after re-analysis and with new matrix, gave the correct ID. An internal biomérieux investigation was performed, which included analysis of the data logs submitted by the customer. Conclusion on the system: system operational during the test and repeat test. Conclusion on the identification: regarding the customer data, the most probable identification is s. Pyogenes. This identification was confirmed by the customer with vitek® ms after re-test using a new vial of matrix (files with the accession numbers e1, e2, e3, e4 and f1). Suspected root cause of the issue: non optimal matrix storage conditions; non optimal spot preparation. Corrected data: the vitek® ms instrument manufacturing address and 510k number have been updated.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms instrument involving a throat sample. The customer reported the vitek® ms identified the organism as group b streptococcus; however, orientation tests confirmed the organism as group a streptococcus. The customer re-analyzed the sample using a new matrix and the results were correct. The customer reported there were no patient results affected, no wrong result was reported to the physician, no patient was harmed or treated incorrectly and there was no delay in reporting results.an internal biomérieux investigation will be initiated.